Event description:
It was reported that on (B)(6) 2012, the patient had presented with a markedly ischemic right leg and cold foot. An angiogram revealed 100% occlusion in the right superficial femoral artery (sfa); an attempt was made to restore circulation via implantation of non-abbott covered stents in the sfa. The patient subsequently developed compartment syndrome in the right calf, requiring emergency surgery for fasciotomy. After surgery, the patient exhibited a cold foot and absent pulses; testing performed (B)(6) 2012 in the cardiac cath lab revealed an occlusion at a non-abbott stent site in the sfa, caused by a thrombus. During an attempt to remove the thrombus, the popliteal artery was noted to be bleeding profusely, possibly due to a perforation. The patient developed hypotension and received treatment via administration of 10 milligrams (mg) of tissue plasminogen activator (tpa) in an attempt to restore blood flow in the right leg. A 4.0x16 jostent graftmaster otw covered stent was deployed, successfully sealing the perforation in the popliteal artery, followed by deployment of a 4.0x38 rx xience prime stent proximal to the jostent graftmaster in the popliteal to restore patency. Thrombolysis and administration of 10mg of tpa were repeated. While the popliteal artery hemorrhage was treated successfully, as there was still a lack of blood flow in the right lower leg, an above-the-knee amputation was performed (B)(6) 2012. The patient recovered and was discharged (B)(6) 2012. There were no reported adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
(B)(4). Adverse event unchecked hospitalization, required intervention to prevent permanent impairment/damage (devices), and disability or permanent damage unchecked. (B)(4).

Manufacturer narrative:
(B)(4). It was initially reported that after deployment of the graftmaster there was still a lack of blood flow in the lower right leg; however, additional information received clarified that the adverse patient effects were not related to the devices and there were no device malfunctions. Therefore, no analysis will be performed. However, since the initial medwatch report has already been filed, the event must remain reportable.

Event description:
Subsequent to the initial filed report, additional information was received by the site indicating that the lack of blood flow in the lower right leg after deployment of both the graftmaster and the xience prime was due to severe peripheral artery disease in the patient. As additional information received on (B)(6) 2013 clarified that the adverse patient effects were not related to the device and there was no device malfunction, this event would not have been reportable nor would have been a product complaint; however, as an initial report has already been filed, this must remain reportable. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: glidewire (B)(4). The rx xience prime 4.0 x 38 mm is being filed under a separate manufacturer report number. The stent remains in the patient. The lot number was provided. A follow-up report will be submitted with all additional relevant information.